Event description:
On (B)(6) 2017 tenodesis surgery on right shoulder- fiberlink suture passed through torn biceps tendon and then fed through islet of arthrex swivel lock anchor and tendon seated into pilot hole in proximal/humerus. On (B)(6) 2018 eleven months later, patient had sudden pain/spasm in right shoulder. Imaging tests showed numerous ¿loose bodies¿ in shoulder joint, front and back of joint. On (B)(6) 2018 arthroscopic surgery for removal of foreign bodies, broken up pieces of screw were removed via 3 holes in patient¿s shoulder. Biceps tendon was noted to be absent. Screw was unstable and defective. Seven weeks later, patient still has severe pain/spasms and greatly decreased strength in right arm- no function to biceps long head and deformity and permanent damage;7x19.1mm anatomical site.